Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: saline mentor smooth round spectrum 575cc, catalog number 3501490, serial number (B)(4), lot number 6612780. (B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision with a saline mentor smooth round spectrum 575cc breast implant and experienced deflation on the right side. As a result, the patient underwent removal on (B)(6) 2018.

Manufacturer narrative:
On 10/16/2018, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the device contained fluid with white appearance, upon receipt by mentor. No foreign material was observed within the device or on the shell surface. During visual examination, mentor product analysis lab observed the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed no leakage sites. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the white material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Additional information received on 10/21/2018 indicated the patient underwent bilateral removal and replacement with mentor memorygel breast implant 790cc, catalog number shpx790, lot number 7623286, serial number (B)(4). Manufacturer¿s reference number: (B)(4).